Manufacturer narrative:
High blood glucose codes: method code , results code , conclusions code.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 100% to 5% in approximately one day. After the battery depleted to 5 %, a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that the customer experienced a blood glucose level of 300 (mg/dl) earlier in the morning that was not related to the malfunction alarm. Reportedly, the customer believes that they need additional insulin around breakfast time, and this was the cause for the bg level. Customer administered a bolus to treat their bg level. Customer reported that they would revert to insulin injections or another pump for alternate insulin therapy.